Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 700 mg/dl. Prior to the event, the customer changed the infusion set, but her blood glucose levels remained high. The customer also reported an alarm during normal use. Troubleshooting was performed. During the prime test, the insulin pump alarmed no delivery. The insulin pump passed the prime test on second attempt. Unable to perform the high pressure test due to customer not having the infusion set properly primed. Unable to complete troubleshooting.